Event description:
It was reported broken sensor wire. The sensor was inserted arm which is off label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).